Manufacturer narrative:
A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot b00bw52 was manufactured under normal conditions. If add'l info is rec'd, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Device labeling single use or reuse. Device not returned. No eval will be performed. No conclusions can be drawn.

Event description:
On (B)(6) 2013, our sales rep in (B)(4) reported that a pt ordered 8 boxes acuvue oasys for astigmatism. After 2 days of wearing, the 4th lens from the last box the pt presented with "massive corneal clouding." The pt was reported to be an experienced contact lens wearer. On (B)(6) 2013, our affiliate rec'd the treatment record from the referral doctor. Initial visit was (B)(6) 2013. Diagnosis was "contact lens associated corneal ulcer - evidence of pseudomonas aeruginosa" left eye. Onset of the event was reported to be early (B)(6) 2012. Exam results as follows: "vba os eyelid w/o irritation. Conjunctiva w/o irritation. Cornea with approx 3.7 x 3.8 mm cicatrization of cornea - centrally inferior. Thickness thinned, fluonegative. Anterior chamber of the eye is cytonegative. Pupil round, large, reactive. Iris w/o irrigation. Lens clear. Fundus os papilla with sharp edge, vital, physiologically excavated. Macula appears dry. Peripheral retina attached." Treatment records from original treating physician were not provided. Product has been requested for eval.